Event description:
Customer's family member reported customer was admitted to an inpatient to a hosital for diabetic ketoacidosis. Asked to the family member to call back as soon as possible to troubleshoot.